Manufacturer narrative:
Product analysis : analysis confirmed customer comment error 805 occurred, main printed circuit board (pcb) is out of specification. Capacitor c277 is damaged on main pcb. Display wires are pinched, wire insulation is exposed. Two case screws are contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The unit was turned on and off multiple times, and the batteries changed out, however, the message persisted. The epg was returned for service. There was no patient involvement.